Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator "does not hold pressure" and is leaking air from the peak inspiratory pressure knob. This was found prior to use.

Event description:
A hospital in (B)(6) reported that an rd900 neopuff infant resuscitator "does not hold pressure" and is leaking air from the peak inspiratory pressure knob. This was found prior to use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint fascia and valve system of the complaint neopuff was returned to the manufacturer for investigation. A test manometer was fitted to the returned complaint valve system and performance tested. Results: the valve system of the returned complaint device passed the tests specified in the neopuff technical manual. However further investigation revealed that the pressure rise was inconsistent when the peak inspiratory valve was adjusted. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" in addition to the set-up checks, the neopuff technical manual advises that "the integrity of the system and manometer should be checked prior to first use, annually and after servicing" by qualified personnel or an authorized fisher & paykel healthcare representative using the tests described in the manual. The fascia and valve system of the complaint neopuff was replaced and returned to the customer's facility after passing all performance tests.